Manufacturer narrative:
The reported event for discomfort was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The cause of the issue is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location during and after an MRI. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was replaced thus resolving the issue.